Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the wireless footswitch charger plug was defective. A philips field service engineer (fse) visited onsite and confimed that the wireless footswitch (wfs) charger plug was bent, with the outer ring lodged in the wfs socket. The fse replaced the wireless footswitch charger (wfsc) to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The wireless footswitch charger (wfsc) was returned for further analysis. Functional testing was performed and identified defective connector. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch charger plug was defective. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.